Event description:
The customer reported via phone call that there were several cracks on the insulin pump. Customer stated the cracks were located near the reservoir compartment. The customer stated the insulin pump was functional. The customer called back to report the insulin pump alarmed button error. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm during testing. Failure analysis was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker.